Event description:
It was reported to philips that the system would not start and remained on the initial screen with the countdown 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and stuck at 00.00. Analysis of the system log file confirmed the reported malfunction. During troubleshooting, the fse identified that the software was corrupted. The fse reloaded the software. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.